Manufacturer narrative:
Block e1 initial reporter facility name: (B)(6) hospital. Block e1 initial reporter address 1: (B)(6). Block e1 initial reporter phone: (B)(6).

Event description:
It was reported that during procedure, after the fiber was inserted into the patient's body, an abnormal energy transmission was detected upon activation. When the fiber was removed for inspection, it was found that the fiber was physically broken at the body. An abnormal noise was also noticed during procedure. It was noted that the noise came from the fiber. The procedure was completed with another of the same device. There were no patient complications.